Event description:
Customer reported that the insulin pump is cracked. Blood glucose value is 130 mg/dl. Customer stated she is unsure of how the damage occurred but she was in a car accident; she was the driver. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self test, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and minor scratches on the display window.